Manufacturer narrative:
(B)(4). The complaint was not confirmed. The cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
During follow up for a check heater line alarm, the home patient (hp) stated that the issue was resolved by repriming the cassette and bypass to fill. The hp had changed out the cassette only and did not change out the solution bags. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp said that he had primed the line completely before connecting. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers.